Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided, but one substantial follow up information or the products are received and the investigation report has been made available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had an open treatment, left subtrochanteric hip fracture utilizing a cephalomedullary intramedullary nail. On (B)(6) 2014. The patient was also implanted with a lag screw and a cortical screw. On (B)(6) 2014, exactly three weeks post op, while the patient was at home walking, she felt sudden pain. An x-ray was taken and it showed that the intramedullary rod (nail) was broken and there was a comminuted fracture of the proximal left femur. No dislocation was noted and no destructive osseous lesion either. Due to breakage of the nail (rod) the patient underwent revision surgery on (B)(6) 2014.